Event description:
It was reported that during a prophylactic generator replacement surgery, high impedance was obtained. Only the generator was replaced at the time of surgery, though. No diagnostic tests were performed prior to surgery, so it is unk if the high impedance was present prior to surgery. Attempts for further info have been unsuccessful to date. Revision surgery is likely, but has not occurred to date.